Event description:
I don't remember ever being told about permanent loss of vision being a possibility. Had lasik surgery, 2014. Date approximate. Older patient. Immediately after, just couldn't find any power of reading glasses that worked. Immediately could not drive at night. Car headlights looked like pillars of light, like sci-fi light sabers coming out of the front of cars. I cannot read traffic signs until I am on top of them. Despite treating for dry eyes, I have constant sensation of needles stabbing my eyes. Doctor said I had 20/30 vision. Not possible. I have seen many optometrists, ophthalmologists, and paid out of pocket for exams and eyewear each time. Each thought they could tweak my prescription for slight astigmatism. No eyeglasses help my higher order aberrations. Pleural. Comas, trefoil, halos, starbursts, and very painful. I wear sunglasses, enlarge text on phone and computer, play with brightness. Very painful to use computer. Try working on a computer for a living, when I can't see. Constant ghosting, and variable. Sometimes ghost image above, sometimes ghosting below, sometimes above and below. Sometimes full on double vision, side by side. I can no longer see my much loved grandchildren's smiles, for the ghosted and double images. I fall often, due to my distorted vision. Depth perception seems non-existent. Most recent fall I had to be taken to hospital ER. Badly sprained thumb, wrist, shoulder, knee. Really painful. I have to use a magnifying glass to struggle through a recipe, but the aberrations are not helped by magnification, so sometimes I mis-read the cups and spoons measurements. Gone is my joy of cooking. Yet I must soldier on, as I am an unwell senior, much disease, and I care for my older husband, who has lung disease and cancer. Plus, pets must be cared for. Our neighborhood is not walkable, auto is necessary. Except that lasik ruined my eyes. My life is mostly confined inside the house due to my ruined vision. Gardening, a prior love, is scary, as I fall a lot, distorted vision. With severe arthritis, four lower artificial joints, if I fall, I have to have something to use to pull myself up on. Just forget one time, and that will be the time I fall. So taking care of the outside of our home is no longer a joy. It's just plain scary. Doctors are lying about lasik, giving patients paperwork to sign while their vision is distorted, after drops have been put in one's eyes. They do not explain the higher order aberrations you might experience after lasik. They just keep advertising it as safe, fast recovery, a miracle. Well, it's only a miracle for their bottom line. This surgery should be banned, just by the nature of how it is performed. The scarring will happen. Always. When mom and grandma can't see, everybody is affected. I've lost my livelihood, my ability to save for old age. There is no joy in being functionally blind. Shame on these doctors for all hiding the truth behind lasik. Shame on the FDA!